Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise on the shocking electrogram. Boston scientific technical services (ts) reviewed and discussed that it was likely myopotentials. Approximately a year later, it was reported that the system was exhibiting high out of range impedances on the shock channel, greater than 200 ohms. There was noise on the atrial and shock channels; however, was not being oversensed. Troubleshooting was performed and all lead measurements were within normal limits. It was discussed that this patient could continue to be monitored within the remote monitoring system. No adverse patient effects were reported. This product remains in-service. The patient's leads are non-boston scientific products.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with unspecified symptoms lasting a few hours. It was concluded that the symptoms were not cardiac in nature as normal device operation was confirmed. However, noise was noted on the atrial and shock channels which resembled electromagnetic interference (emi). The noise lasted three seconds, was non-physiologic and was slightly oversensed on the atrial channel. The patient has their own intrinsic rhythm, so no inhibition of pacing occurred. The patient will continue with routine follow up visits. No adverse patient effects were reported.